Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. No button error alarm noted. No moisture damage on electronics noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed button error and the buttons were unresponsive. It was stated that the device may have gotten wet from perspiration. No further information was provided.